Event description:
The physician reported that the pt experienced "gastric prolapsed, vomiting, reflux" along with "reflux and pain with eating". The physician reported performing revision surgery which included "repair of large hiatal hernia". The device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported events of band slippage, reflux, and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported events of hernia and pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, hernias, including hiatal hernias."